Event description:
It was reported that the patient experienced a pump position adjustment due to the pump would not restore the shape after being pressed with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, the pump was only adjusted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.